Event description:
The customer observed imprecise glucose results on the dt60 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The event's investigation concluded that imprecise glucose results occurred. Additional troubleshooting and performance tests done at the customer site did not determine the root cause. Field service as been requested to investigate. The root cause of the event is unknown.